Manufacturer narrative:
B5: the reporter indicated the surgeon implanted a 13.2mm vicm5_ 13.2 implantable collamer lens, -11.00 diopter into the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2021; the lens was explanted and replaced with a longer length lens due to low vaulting. The problem was resolved. The cause of the event was unknown. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -11.00 diopter into the patients right eye (od) on (b)(60 2016. The lens was reported as having low vaulting and remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.